Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Delta cer fem hd 28/0mm t1 cat# 650-1158 lot# 2018092315, tprlc xr mp fp t1 pps 5x95mm cat# 51-149050 lot# 6314874. Act artic e1 hip brg 28x38mm cat# ep-200144 lot# 315330, g7 pps ltd acetabular shl 48c cat# 010000661 lot# 6263144, (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03506, 0001825034 - 2020 - 03507, 0001825034 - 2020 - 03508.

Event description:
It was reported the patient underwent a hip revision approximately one year post implantation due to pain. No additional information.